Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has high impedances at contact 8 <(>&<)> 15. Patient had a fall while unloading a large bale of hay off the trailer about ten days ago. He didn't have a specific date. The patient is still getting good therapy results. He didn't notice any changes after his fall. He wanted to make us aware was all. His programs are not using contacts 8 or 15. The issue was resolved. No symptoms were reported. Additional information was reported that the patient has additional contacts out. Not sure if this is related to his previous fall or if it¿s related to a fall he had a couple weeks ago in his bathroom. Now contacts 8,11,14, and 15 are out. I reprogrammed using only the 0-7 lead. Lynn is getting good coverage for his lower extremities. The rep spoke to the doctor. His plan is to do nothing since lynn is getting good therapy using the other lead. In pre-op for the patient's cervical scs explant which is (documented in mpxr 996537), lynn mentioned his lower stimulator was no longer providing therapy on his right leg. Additional electrodes are no longer working. The rep reprogrammed to try and get coverage on his right leg. He is getting some coverage in his right back but not down the leg. The hcp does not want to do anything right now. He wants the patient to heal and wait before he considers doing anything with this ins and leads.